Event description:
It was reported that a rotating hemostatic valve (rhv) was connected to a non-abbott micro-catheter and when an angioscope was used, there was air and a leak noted at the connection between the rhv and the micro-catheter. Another rhv was used with the micro-catheter to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak in the device was confirmed due to a void in the seal allowing fluid to pass when pressurized. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. The severity risk level for this type of failure was assessed as minor with overall frequency being improbably and impact as low. Further assessment of this issue per site operating procedures is being performed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.